Event description:
It was reported that the user experienced multiple insulin occlusions shortly after meal announcements and subsequently paused insulin therapy while performing several supply changes, during which high fill-tubing rates were noted; the user had earlier cgm errors and signal loss that led to a cgm failure and required medical attention for severe high glucose, and engineering log images were added to the case. Symptoms included hyperglycemia with urinary frequency, followed by hypoglycemia, and anxiety. Outcomes included an unexpected medical intervention with medication, as the user treated the low with oral glucose. Investigation included communication and interviews, as well as analysis of information provided by the user and third parties. Investigation of this case revealed that no definitive findings were available and that insufficient information precluded determining a specific device component issue, while the medical device problem remained characterized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.